Manufacturer narrative:
One photo was received for quality evaluation. The photo submitted shows that the spin collar of the male luer separated from the assembly. The customer complaint of component damage was confirmed. Due to a physical sample not being provided and the photo submitted not being detailed enough to fully understand the component damage, a root cause for the issue could not be determined. Additionally, since the product was in use when the issue was identified, the manufacturing of the device could not be deemed the root cause of the failure. The probable cause for the luer collar to be separated from the luer body is user error. A device history record review for model mz9313 lot number 25085693 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero extension set was damaged. The following information was provided by the initial reporter: the piece on the end breaks off.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.